Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor arm failed self-test. Customer¿s blood glucose level was unknown. The customer states that the alarm did not occur during the rewind/prime sequence. The customer was assisted with self test and the test did not pass. The customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per health care professional's instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump received with constant rf pic failed self test due to a faulty connector on the rf board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to rf pic failed self test.